Event description:
While using the endoscopic multiple clip,applier during a lap appy the ligamax miss fired jamming the jaws and preventing surgeon from being able to remove the ligamax from the trocar. They had to remove the entire trocar from the patient with the instrument stuck inside. With further inspection it looked like the clip may have fired 2 clips causing it to jam. The circulator gave the scrub an new trocar and surgeon proceeded with the case.